Manufacturer narrative:
Conmed corporation received four (4) "unopened" packages containing the ultraclean 1" coated blade with extended insulation for evaluation. Visual examination of the returned products found the packaging with small creases in the sealing areas on the straight seal of the packages (seal opposite chevron seal). It appears that there may be small channels through each of the seals. The devices were transferred to packaging engineering test lab for dye leak testing and were confirmed as all four (4) of the devices failed the dye leak test on (B)(6) 2016, resulting in a breach of sterility. In this instance, preliminary investigation revealed that the most probable cause of the creases found in the seals is due to inadequate placement of the devices onto the bar sealer that is most likely related to operator error, or, the pouch packaging was damaged prior to sealing and was missed on inspection. An investigation has been opened in apr-2015 and the manufacturing supervisors have been made aware of this reported problem to identify and implement the necessary corrective actions to prevent future recurrences. This lot was manufactured on 08-apr-2015. A review of the device history record for this lot found no ncrs and noted no discrepancies during the manufacturing process. Of the (B)(4) units from this lot shipped to the distributor, there were four (4) units found with "insufficient heat seals" by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the overall lot containing (B)(4) units, there are no other similar complaints received. A two year review of product history for this device family showed an additional thirty-eight (38) complaints involving a total of ninety-four (94) devices reported for "insufficient heat seal". During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, "insufficient heat seals" were found in the sealing area of the sterile packages containing the ultraclean 1" coated blade with extended insulation. Testing result confirmed that all four (4) of the returned packages exhibiting the creases in the final manufacturing seal failed the dye leak test on (B)(6) 2016. There was no patient involvement with these reported devices, as the packaging anomalies were discovered during inspection at the distributor facility prior to distribution to an end-user.